Event description:
Global pharmacovigilance department reported to corporate product surveillance, on behalf of pharmacist on (B)(6) 2012, of an unknown baxter bag in which customer observed leakage of taxotere from unknown location of baxter bag. The baxter bag was used with hospira tubing set. It was unknown if baxter saline was used in conjunction with the chemo agents. The pharmacy had since switched to baxter tubing instead of that manufactured by hospira. It is unknown when the reported condition occurred. There is no report of injury/adverse events, or medical intervention to the hospital staff in association with this event. Patient involvement is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. The device used in reported condition is unknown; therefore, it does not have a us 510k number. If additional information or samples become available, a follow-up report will be submitted.